Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under (B)(4). On (B)(4) 2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse contacted the customer to discuss the sample loader issues. The customer found the sample tip was stuck in the sensor s076 area. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause of the reported event was a stuck tip.

Event description:
On (B)(6) 2016, a customer reported error 2322 s.rack not fed from out position and 2323 unscheduled rack return-start with the aia-900 analyzer. The customer is unable to run e2, prog, pth, and hba1c patient samples. The customer aborted the run and restarted the analyzer. The rack moved through but as it went left to right to move over to the original start position, the analyzer displayed an error. The customer performed an all set home and restarted but the error persisted. The customer later stated that she found a tip stuck in the area where the pusher foot goes back home. The customer removed the tip and the analyzer began running without error. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2, prog, pth, and hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.